Event description:
A u.s. Distributor returned monitor sn (B)(4) indicating that it does not recognize te connection.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor does not recognize te connection) has been confirmed. As received, the monitor did not recognize the te connection. The cause of this failure was isolated to a misdirected pulse that damaged low voltage components on the monitor c/a and defibrillator boards. The root cause of the misdirected pulse could not be positively identified. No adverse event resulted from the defective monitor.